Event description:
A bipap a40 was returned to the manufacturer's service center for evaluation. During the evaluation, it was noted that the device generated error codes e-46 and e-47. These indicate a loss of communication between the cpu and both the flow sensor and pressure sensor, rendering the ventilator inoperative. In conclusion, the device¿s printed circuit assembly (pca) needs to be replaced to address the issue. Additionally, during the service of the device, components were replaced due to dust contamination unrelated to the reportable malfunction. The device passed all final testing.